Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was detached and missing from the pod. The patient indicated that the sensor wire remained in the body. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is defective.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2017 with the following findings: during investigation, a visual inspection found that the sensor wire was missing from the sensor pod.